Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pump trainer did not follow the prescribed ilet setup during training, after which the device displayed a ¿do you see drops¿ screen that could not be acknowledged, consistent with a screen or user interface unresponsive condition; a replacement ilet was shipped and the original device was not returned. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and remote assessment indicating a known software-related user interface issue. Investigation of this case revealed a device software problem resulting in an unresponsive screen during setup, consistent with a user interface display/control issue, with contributing factor of incorrect setup procedure. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.